Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part mfg date: 08/07/2013. Part exp. Date: n/a (for s part numbers) 240.044 lot 7447607, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal tibia revision was performed on (B)(6) 2015 due to nonunion/malunion. The original procedure to repair a tibia fracture occurred six months ago. Removed hardware included a 12 hole, 4.5mm proximal tibia plate(which was broken at the most proximal combi hole), and seven 4.5mm screws(the proximal 3 were locking, the other four were non-locking screws), all fully intact. The fracture was re-reduced and another proximal tibia plate was implanted in anatomic position. The revision procedure was completed successfully without incident. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the device the complaint description is confirmed as the implant was received broken in two pieces at the most proximal combi hole of the implant. A root cause could not be determined; a possible cause could be the plate experienced a stress beyond the forces that the plate could withstand during its six months of weight bearing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Implant date was approximately six months prior to explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.